Manufacturer narrative:
The customer reported the vitrectomy setting was not cutting when using the system. There was no patient harm. The company service representative examined the system was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on april 12. 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitreous setting was not cutting.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported that the vitreous setting was not cutting. Additional information was received indicating this event occurred during a cataract with intraocular lens implant procedure on the right eye. The procedure was able to be completed with no harm to the patient.